Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable gluc3 glucose hk gen.3 for multiple patients and an allegation of questionable hdlc4 hdl-cholesterol plus 4th generation, ldl_c ldl-cholesterol plus 3rd generation, iron2 iron gen.2, and ureal urea/bun results for 4 patient samples on a cobas integra 400 plus module. The customer provided an example of discrepant glucose results for 1 patient sample tested. On (B)(6) 2022, patient 1 had an initial gluc3 result of 595.67 mg/dl. The repeat result was 387.89 mg/dl. The initial result was not reported outside of the laboratory. On (B)(6) 2022, patient 2 had an initial hdlc3 result of 74.06 mg/dl. The repeat result was 42.67 mg/dl. Patient 2's initial ldl result was 242.33 mg/dl. The repeat result was 141.40 mg/dl. On (B)(6) 2022, patient 3 had an initial iron result of 1.84 ug/dl. The repeat result was 47.16 ug/dl. On (B)(6) 2022, patient 4 had an initial urea result of 71.53 mg/dl. The repeat result was 34.53 ug/dl. On (B)(6) 2022, patient 5 had an initial urea result of 58.40 mg/dl. The repeat result was 31.28 ug/dl. It is unknown if the initial results for patients 2, 3, 4, and 5 were reported outside of the laboratory. The glucose reagent lot is 61637801 and the expiration date is 31-may-2023. The hdl, ldl, iron, and urea reagent lots and expiration dates were requested but not provided.

Manufacturer narrative:
Qc and calibration data were acceptable. Based on the calibration and qc data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.